Event description:
It was reported that a user of the ilet system with a g7 cgm experienced hyperglycemia after announcing a meal as less while consuming two glasses of sweet tea, followed by hypoglycemia; troubleshooting confirmed proper insulin delivery and intact infusion site, and the device component implicated was the user interface given the meal announcement interaction. Symptoms included hyperglycemia and hypoglycemia. Outcomes included a serious injury/illness/impairment designation and unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem related to incorrect procedure or method, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.